Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient was very disappointed as the vision continues to get worse. The patient sees black spider webs and unable to see the wording on the tv. The surgeon gave her glasses but it did not help. The surgeon suggested her a lasik surgery for refractive error but the consumer did not have confidence in surgeon to perform any other procedures on her eye and had a second opinion. She also wanted to know if she could get refund for the lenses. There are two medical device reports associated with this patient. This report is associated with the left eye.